Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose of 2.8 mmol/l. It was reported that the customer took glucose tablets to bring the blood glucose up. Troubleshooting was declined. The insulin pump is not expected to return for analysis.